Event description:
An rx cholangiogram kit was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. (Patient age, gender and weight unknown) according to the complainant, during the procedure, the device would not bow as intended. Despite the difficulty, the procedure was completed with this device. No patient complications were reported as a result of this event.

Event description:
This report is a supplement to manufacturer report #3005099803-2008-2038.

Manufacturer narrative:
No consequences or impact to patient. Other (won't bow). The device was discarded and will not be returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for this lot.